Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21116110. D4: medical device expiration date: 23nov2024 . H4: device manufacture date: 23nov2021. D10: device available for eval yes. D10: returned to manufacturer on: 17-may-2023 . H6: investigation summary one sample (mat # 2465-0007) was submitted for quality investigation by the customer. It was reported by the customer that they had incident with leakage at the male luer lock could not be verified. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set were connected to a 10 ml bd syringe filled with water and attempted to be flushed by giving a pressure test. No leakage observed in pressure test. Also, the fluid pass through the sample easily. There were no leaks or connection issues witnessed during testing. No further issues were identified. A device history record review for model 2465-0007 and lot number 21116110 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be determined because the issue could not be replicated.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked at the male luer-lock during use. The following information was provided by the initial reporter: "they had another incident with leakage at the male luer lock."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked at the male luer-lock during use. The following information was provided by the initial reporter: "they had another incident with leakage at the male luer lock."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.